Event description:
Revision of exeter stem. Failed due to suspected poly wear (non stryker). Update: no allegations were noted against the exeter stem.

Manufacturer narrative:
Reported event: an event regarding revision involving exeter stem was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Revision of exeter stem due to suspected poly wear was reported, the stem is not in contact with poly. The visual inspection of the returned device indicated: damages was observed on the examined device consistent with explantation damage. There is no allegation against the exeter stem. The reported poly is a non stryker device, therefore no investigation for poly is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of exeter stem. Failed due to suspected poly wear (non stryker). Update: no allegations were noted against the exeter stem.